Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that bed-to-bed alarm view randomly stops working. A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). It was indicated that this issue was caused from connection indication (ci) and alarm reflection service being hosted on the same pic ix. The fix was restarting that picix which moved the services back on separate pic ix¿s to separate the load. The last two times this has occurred has only been about two weeks apart from today (B)(6) 2025). The rse advised that the customer information technology (it) department may be blocking multicast traffic. The rse asked the customer to call back when it happens again so the rse can log into the system for further investigation. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
No further calls have been received from the customer on the reported issue; therefore, no further investigation was possible. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The reported problem was confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not call back and provide additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.